Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 23-april-2024, it was reported by the patient that she received an alarm due to crimped cannula, four infusion set cannula was crimped after 3 hours of insertion. Infusion set was placed in abdomen. No further information was available.